Manufacturer narrative:
The pump user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies had been in use for over 3 days. A system check was performed and the occlusion was found to be within the cartridge. A supply change was performed resolving the occlusion. Customer's blood glucose level was not impacted.